Event description:
Additional information received reported that the implantable neurostimulator (ins) was removed on (B)(6)-2012 "due to malfunction".

Event description:
It was reported that a patient experienced "severe burning" at the device site and at the lead tip site. The system was explanted, and there was no patient injury. It was stated that the patient recovered without sequela. Further information has been requested, and a supplemental report will be sent if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. It was stated the ins was functionally okay and there were insignificant anomalies. Analysis of the lead (s/n: (B)(4)) found no significant anomaly. It was stated the body was cut through and the product was segmented. Analysis of the lead (s/n: (B)(4)) found no significant anomaly. It was stated the body was cut through and the product was segmented. Analysis of the extension (s/n: (B)(4)) found no anomaly. Analysis of the extension (s/n: (B)(4)) found no anomaly. Analysis of titan anchor 1 found no anomaly. Analysis of titan anchor 2 found no anomaly.

Manufacturer narrative:
Product ID 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID 37744 lot# serial# (B)(4), product type programmer, patient product ID 3708120 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension product ID 3708120 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension product ID 3550-39 lot#, product type accessory product ID 3550-39 lot#, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.